Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the altis implantation was in 2014 in another hospital, not in the complaining hospital. The patient has suffered from a (first) abscess (perineal) in 2016 gluteal, thereafter 4 recurrences. Actually a fistula in obtural membrane is detectable in imaging. In the mrt an approx. 1 cm large abscess cavity in membrane could be detected. The altis sling is still in the patient.